Manufacturer narrative:
Date of report: (B)(6) 2019. The customer troubleshot with technical support and stated the unit passed all performance verification testing (pvt). The customer was advised to check the flow sensor. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01oct2019.

Event description:
The customer reported low ventilation alarm. There was no patient involvement.